Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Blood glucose level was reported to be above 500 mg/dl (27.7 mmol/l). Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.